Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Bowel obstruction is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in saudi arabia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and a percutaneous endoscopic jejunal tube (j-tube). The patient¿s spouse reported that on (B)(6) 2025 the pump alarmed high pressure and the whole tube/tubing started to be pulled inside the stomach. The patient went to the emergency room and was admitted to the hospital and an endoscopy was scheduled for (B)(6) 2025. On (B)(6) 2025, the patient experienced severe vomiting and underwent surgery in which the j tube was found to be coiled and the patient had an obstruction in part of the intestine with multiple intestinal necrosis. The patient underwent a bowel resection where the physician decided to remove the j tube along with the part of the obstructed and necrosed intestine. It was reported that the patient¿s physician believed the cause of the intestinal obstruction might be secondary to stool accumulation within the coiled part of the tube because of slow intestinal movement caused by old age of the patient and complications of parkinson disease. It was reported that the necrosis was in the upper part of the small intestine and the obstruction was within the coiled part of the tube in the ileum. The intestinal obstruction and necrosis were in different locations of the small intestine; therefore, the physician could not establish a relationship between j tube coiling to the intestinal necrosis.

Event description:
On (B)(6) 2024 a patient in saudi arabia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and a percutaneous endoscopic jejunal tube (j-tube). The patient¿s spouse reported that on (B)(6) 2025 the pump alarmed high pressure and the whole tube/tubing started to be pulled inside the stomach. The patient went to the emergency room and was admitted to the hospital and an endoscopy was scheduled for (B)(6) 2025. On b)(6) 2025, the patient experienced severe vomiting and underwent surgery in which the j tube was found to be coiled and the patient had an obstruction in part of the intestine with multiple intestinal necrosis. The patient underwent a bowel resection where the physician decided to remove the j tube along with the part of the obstructed and necrosed intestine. It was reported that the patient¿s physician believed the cause of the intestinal obstruction might be secondary to stool accumulation within the coiled part of the tube because of slow intestinal movement caused by old age of the patient and complications of parkinson disease. It was reported that the necrosis was in the upper part of the small intestine and the obstruction was within the coiled part of the tube in the ileum. The intestinal obstruction and necrosis were in different locations of the small intestine, therefore the physician could not establish a relationship between j tube coiling to the intestinal necrosis. It was reported that after the surgery, the patient was admitted to ICU and suffered from blood vomiting & bleeding of unknown cause. Per family request, the patient was transferred to another hospital (B)(6) to continue follow up there and was currently in a coma in the intensive care unit (ICU). Additional information received on (B)(6) 2025 from wife indicated that the patient passed away on (B)(6) 2025 at (B)(6) hospital, the same date the patient was transferred from (B)(6) hospital back to (B)(6) hospital. The cause of death was unknown. There was no laboratory tests or any diagnostic videos available. Additional clinical information was not available as the patient¿s spouse and nephew refused to be contacted. The patient¿s spouse stated that any further communication will be with the patient¿s brother who currently can¿t talk right now. The two surgeons who treated the patient have refused to be contacted or share any additional information.

Manufacturer narrative:
Additional information added to b5 and h6: health effect impact. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.